Event description:
It was reported that during reprocessing of the fenestrated grasper instrument, the cable on the instrument was noted to be torn. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the conductor wires were intact and undamaged; however, one of the drive grip cables was frayed at the distal idler pulley. The frayed strands were sticking out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's grip drive cable, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.